Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately 2 weeks ago prior to contacting lfs. The patient reported blood results of glucose "176 mg/dl" with the subject meter and "102 mg/dl" on another meter (precision xtra brand meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient indicated she manages her diabetes with insulin pump. It is not known whether the patient made any changes to her diabetes management regimen at the time of the alleged issue. Due to the alleged issue, the patient stated she was feeling low and overheated 13 days after the start of the alleged issue. In spite of the symptoms, the patient denied receiving any medical treatment. At the time of troubleshooting, the cca verified the patient's testing procedure was correct, an approved sample site was used, and that the subject meter's unit of measure was set correctly. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptom does not meet the criteria for a serious injury and the patient did not receive treatment for acute complication of diabetes. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) is k073231.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/03/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that the pt did not feel well. The pt's ins was noted to be off and was, then, turned on using the pt programmer. No further details, pt symptoms or outcome were provided. Additional info was requested, but not received at the time of this report. A follow-up report will be filed if additional info becomes available.